Manufacturer narrative:
Block e1: initial reporter healthcare facility name: (B)(6) university. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, it was found that the clip was detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, it was found that the clip was detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter healthcare facility name: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.